Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651 system, 9660651, axiem portable, UDI: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was not recognizing the axiem box. Site checked the connections and rebooted the system. Disconnected axiem from the monitor and powered down. Then the navigation system was restarted and the axiem was then plugged back into monitor which resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.